Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital with phenomena and urinary track infection and had fever ranging from 102-103.7. Customer also states that her blood glucose level was high and the infusion set cannula was bent. The customer¿s blood glucose was 300 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis but infusion set will be returned for analysis.